Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision was performed due to pain. It was reported only the fossa screws were removed and replaced during the revision. More information was requested and has yet to be received.